Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the down arrow on the touchscreen was unresponsive to presses. Troubleshooting with tandem technical support was performed and the customer had to press the button several times for the pump to respond. There was no reported impact to customer's blood glucose level.